Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging a communications issue with his onetouch ping meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation and from information obtained during a follow-up call to the patient's mother from the medical surveillance specialist. The patient stated that the alleged product issue began on (B)(6) 2015 at 10:00am. The patient manages his diabetes with an insulin pump. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient's mother denied that the patient developed any symptoms or received treatment. The patient denied that his blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the alleged product issue could not be resolved with troubleshooting the meter and cable. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms and there was no treatment received. The alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Correction to initial report: the patient's mother also stated during the follow-up call that due to the communications issue, the insulin pump delivered less than the correct dose of medication.